Event description:
It was reported that a thrombectomy was performed to treat an occluded m1 segment of the left middle cerebral artery. Post procedure, CT scan confirmed brain edema due to re-occlusion of the m1 segment. Two days post procedure, the patient died. The physician believes brain herniation due to acute brain swelling caused the patient death.

Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, edema, reocclusion, and death are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event. Subject device has been disposed.